Event description:
A 16 mm diameter x 11.5 cm length aneurx iliac stent was inserted into a pt for treatment of an abdominal aortic aneurysm. Aneurysm and vessel porphology are unk. It was reported that the physican had successfully deployed the bifurcated stent graft. The physician was advancing the stent graft to the intended landing zone when the quick disconnected button disengaged. When the physician was delivering the stent graft the placement of his hand on the device and holding the delivery system in the pt's leg may have contributed to the quick disconnected becomming disconnected. The phsician was able to reconnect the quick disconnedt and successfully deployed the stent graft. No additional clinical sequelae were reported and the pt is fine.